Manufacturer narrative:
Device analysis report is attached. This report is submitted on december 21, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to declining benefit from the device (specific date not reported). The patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on november 19, 2021.